Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. Upon receipt at our quality assurance laboratory, the returned cylinders were thoroughly analyzed. Functional testing of the cylinders found that the first cylinder exhibited bulging when inflated. Fluid was observed between the inner tube/fabric and the outer tube at the location of the bulge. The second cylinder did not have any fluid leaks. However, the outer tube was detached where the proximal cylinder body was bonded to the rear top of the cylinder. Broken fabric threads were present. Based on the information available and analysis results, the bulge identified in the first cylinder which exhibited fluid between the inner tube and outer tube was the most likely cause of the reported clinical observation of the fluid leak.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss. Fluid was observed between the layers of the cylinder. A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss. Fluid was observed between the layers of the cylinder. A new ipp device was implanted. There were no patient complications.

Manufacturer narrative:
Date of event was not provided, estimated date entered.